Manufacturer narrative:
Correction: d6b: lead was capped and replaced, not explanted, so explant date is not applicable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of elevated capture threshold and decreased r-wave amplitude on the right ventricular (rv) lead. The rv lead was capped and replaced during an unrelated device exchange procedure to address a normal elective replacement indicator (eri). The patient was stable.